Manufacturer narrative:
An event of a paravalvular leak was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no leak observed after the physician added "5-0 pledgetted sutures along the entire area." The valve was explanted as anticipated nearly one year later due to patient growth.

Event description:
On (B)(6) 2017, a 15mm sjm masters series valve was implanted. The patient was not doing well, and on (B)(6) 2017, went for a cath that showed severe perivalvar leak in the mitral valve. Both leaflets had adequate excursion, but the superior/right leaflet excursion was less than the left/inferior of the valve. A mitral valve replacement was planned, but it was reported that the valve was not explanted. The physician was able to see the valve in the proximal area where the leak was seen on echo, so he bolstered the entire left lateral side with 5-0 pledgetted sutures along the entire area. Post procedure there was no leak observed. On 19 october 2018, abbott was notified that the valve was explanted (B)(6) 2018 which was anticipated due to patient growth. A 17 mm valve was implanted. (Clinical study patient ID: (B)(6))

Manufacturer narrative:
An event of a paravalvular leak and endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no leak observed after the physician added "5-0 pledgetted sutures along the entire area." The valve was explanted as anticipated nearly one year later due to patient growth.

Event description:
On (B)(6) 2017, a 15 mm sjm masters series valve was implanted. The patient was not doing well, and on (B)(6) 2017, went for a cath that showed severe perivalvar leak in the mitral valve. Both leaflets had adequate excursion, but the superior/right leaflet excursion was less than the left/inferior of the valve. A mitral valve replacement was planned, but it was reported that the valve was not explanted. The physician was able to see the valve in the proximal area where the leak was seen on echo, so he bolstered the entire left lateral side with 5-0 pledgetted sutures along the entire area. Post procedure there was no leak observed. On (B)(6) 2018, endocarditis was noted and treated with antibiotics. On 19 october 2018, abbott was notified that the valve was explanted (B)(6) 2018 which was anticipated due to patient growth. A 17 mm valve was implanted. (Clinical study patient ID: (B)(6)).

Event description:
A patient with a postnatal diagnosis of critical aortic stenosis underwent aortic balloon valvuloplasty on (B)(6) 2017 and then ross-konno (using 13 mm aortic homograft for rvot reconstruction) and mitral valve replacement with a 13 mm pulmonary homograft in 14 mm coretex cylinder (modified ross kabbani operation) on (B)(6) 2017. Postop course was complicated by ECMO. The patient was discharged home on (B)(6) 2017. On (B)(6) 2017, a 15 mm sjm masters series valve was implanted. The patient was not doing well, and on (B)(6) 2017, went for a cath that showed severe perivalvar leak in the mitral valve. Both leaflets had adequate excursion, but the superior/right leaflet excursion was less than the left/inferior of the valve. A mitral valve replacement was planned, but it was reported that the valve was not explanted. The physician was able to see the valve in the proximal area where the leak was seen on echo, so he bolstered the entire left lateral side with 5-0 pledgetted sutures along the entire area. Post procedure there was no leak observed. The patient was discharged on (B)(6) 2018. On (B)(6) 2018, endocarditis was noted and treated with antibiotics. On 19 october 2018, abbott was notified that the valve was explanted (B)(6) 2018 which was anticipated due to patient growth. A 17 mm sjm masters series valve was implanted as well as replacement of rv to pa conduit with a new 17 mm pulmonary homograft. (Clinical study patient ID: (B)(6)).